Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The impactor tip split in half. The flex stem will not tighten on angle b.